Event description:
Patient at home on (B)(6) 2024 when battery fault alarm started. Called on call vad nurse and was advised to come to hospital. Log files downloaded and sent to engineers. Ebb battery changed with cessation of alarms. Ebb returned.